Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental will be sent with the evaluation results, as well as the device history record review results when completed.

Event description:
It was reported that during use with this swan-ganz catheter, that the central venous pressure (cvp) and the pulmonary artery pressure (pap) readings were in reverse. There was no patient injury.

Manufacturer narrative:
The customer initially stated the product was available for evaluation but only the packaging was returned. Per follow up with the customer they said it was discarded and they only had the packaging. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : device discarded